Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(6).

Event description:
Device #1 of 2: reference MFR. Report: 16274187-2017-00183. It was reported the patient had not been receiving effective stimulation for at least six months. Troubleshooting was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted.